Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw sparks coming out the remote monitor, heard a burst and smoke came out of the monitor. The patient called the doctor and was advised to talk to the manufacturer. The monitor was detached from the electrical power. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.